Event description:
On (B)(6) 2014, the distributer contacted animas, alleging a display (ink spots) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 07/03/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/17/2014 with the following findings: there were no visible inks spots found on the display screen.the reported ink spots on display screen was not confirmed or duplicated during investigation. Unrelated to the complaint, the text on the display screen was found to be dim, faded and discolored. Also unrelated to the complaint, the keypad buttons were found to be intermittently responsive and required multiple button presses to elicit a response. There was no visible damage found on the keypad cover. The keypad cover was removed and contamination was found under the button key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.